Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Remote transmission revealed far field r-wave (ffrw) oversensing; it was confirmed during device check in the clinic on (B)(6) 2016; the device was reprogrammed. Remote transmission on (B)(6) 2016 continued to show ffrw's. An in office appointment on (B)(6) 2017 showed reoccurance of ffrw's and another reprogramming was done. There were no symptoms or further information reported.